Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 179 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin delivery. No additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.